Event description:
Rptr plugged in a device piggy back into intravenous fluid on a pump. She was holding secondary bag low so it would back flow. After a couple seconds rptr realized it wasn't back flowing and noticed the secondary was dripping into tubing. When she looked closer, the needle from the needle lock was floating in the secondary tubing. (*)